Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that it takes too much force to pull the trigger on the vasoview hemopro. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lot number 25126080, which is the only lot number shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. Traces of blood were visible on the handle of the harvesting tool. No visual defects were observed. The device was evaluated for toggle function. The toggle operated as expected. A slight "click" at the end of the toggle pull-back is present to indicate to the user that the switch has been pulled past the activation point. This tactile feedback mechanism is considered normal and expected. Based on the results of the evaluation, the reported complaint was unable to be confirmed for reported failure "mechanical issue".

Event description:
The hospital reported that it takes too much force to pull the trigger on the vasoview hemopro. The hospital did not report any patient effects.